Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address fractured femur due to fall. Surgeon removed the 6 hi summit, liner and head. Replaced the liner with one of ours, reimplanted a competitor stem and head. Doi:unknown; dor: (B)(6) 2018 affected side: unknown.

Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.